Event description:
It was reported that during a cerebral aneurysm embolization the distal end of the guidewire broke and pierced the cerebral artery resulting in hemorrhage. The physician removed the broken guidewire. A second guidewire was used in the procedure, no other information pertaining to this device was provided. The patient suffered encephalic death following the procedure and died the following day.

Event description:
It was reported that during a cerebral aneurysm embolization the distal end of the guidewire broke and pierced the cerebral artery resulting in hemorrhage. The physician removed the broken guidewire. A second guidewire was used in the procedure, no other information pertaining to this device was provided. The patient suffered encephalic death following the procedure and died the following day.

Manufacturer narrative:
Please provide all relevant information which your firm used to determine that the reported event is occurring with greater or lesser frequency and/or severity, than is stated in the labeling for the device, or expected (i.e. Where the device labeling is silent on event frequency and severity). In your response, please provide the expected and observed frequency and severity for the reported event with this device and, as applicable, the family of devices it belongs to: a review of the risk documentation found that the patient outcome of death has a severity of 5 which is defined as irreversible serious injury or death to the patient and an occurrence rate of (B)(4). Vessel perforation was found to have a severity of 4 which is defined as reversible serious injury to the patient and an occurrence of (B)(4). Hemorrhage was found to have a severity of 4 with an occurrence of (B)(4). Guidewire distal end broken was found to have a severity rate of (B)(4) which is defined as reversible serious injury to the patient and an occurrence of (B)(4). The review of the risk documentation along with reported instances found that the combined severity and occurrence rankings are consistent with the risk documented in the failure mode effects analysis (fmea).

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The guidewire was returned in two sections. Visual analysis of the guidewire noted a fracture at the polymer coating. Scanning electron microscopy (sem) analysis was performed and concluded the failure occurred due to cyclic fatigue in two directions followed by a bending overload evident on both sides of the fractured guidewire. This demonstrates significant force was applied to the wire which lead to the wire fracture. Based on the information provided and analysis of the device, it is likely procedural factors caused the performance of the device to be limited. Therefore a root cause of operational context was assigned.

Event description:
It was reported that during a cerebral aneurysm embolization the distal end of the guidewire broke and pierced the cerebral artery resulting in hemorrhage. The physician removed the broken guidewire. A second guidewire was used in the procedure, no other information pertaining to this device was provided. The patient suffered encephalic death following the procedure and died the following day.